Manufacturer narrative:
Analysis confirmed hvli as reported in the field. X-ray exam identified a broken ground case wire as the cause for the high impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ICD was explanted and replaced due to high impedance.